Event description:
It was reported that during a da vinci-assisted sacrocolpopexy with hysterectomy surgical procedure, universal surgical manipulator (usm) 1 rotated 180 degrees in a quick violent motion. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information. The issue occurred when the surgeon¿s head was inside the surgeon console¿s high-resolution stereo viewer. While the surgeon attempted to manipulate instruments from the surgeon's console, all of a sudden, the usm rotated rapidly. It flipped to 180 degrees. The surgeon's controls were inverted. The issue happened just once in this procedure. The procedure was completed using all four usms. It did not affect the functionality of the instrument. There was no external collision with the usm. There was no shakiness/friction experienced. This same issue happened twice on that day. The issue occurred at the end of the previous procedure and this procedure. In both procedures, there was no injury or harm to the patient, and it was completed robotically.

Manufacturer narrative:
Based on the claim against the product by the customer noting manipulation issue, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The field service engineer (fse) contacted the robotics coordinator (roco) who informed that the surgeon was over torquing universal surgical manipulator (usm) 1, which caused the issue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.